Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, unexpected restart error and self test. No unexpected no delivery alarm noted. Device was programmed and monitored for 1 day and it did not alarm displayable history check failed on startup, unexpected restart or external ram error. Device had displayable history check failed on startup alarms in the alarm history screen due to corrupted history file. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose over 600 mg/dl since (B)(6) 2015 and was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. He had nausea, vomiting, abdominal pain, difficulty breathing, dry mouth, thirst, diarrhea and weakness and was taken to the hospital by his spouse. Blood glucose at the time of admission was 480 mg/dl. The drive support cap is recessed, no air bubbles and no insulin leak found. Insulin did exit with manual prime and settings are correct. The basal rate settings were increased about a month prior to the highs. He disconnected the insulin pump after the incident and has not been using it for about a month and got back to it the day of the call. The alarm history showed a displayable history failed, unexpected restart and external error alarms. The customer mentioned having a no delivery alarm that was resolved by changing the set. Current reading was 247 mg/dl. The insulin pump was replaced and returned for analysis.